Event description:
Customer states that they encountered multiple instances where pt account number entered at the analyzer matched with incorrect pt on the rapidcomm. There was no impact to any pt's resulting from the software events.

Manufacturer narrative:
Field service engineer confirmed that pt data is transmitted accurately. Of three samples identified mismatched, one was proven to have resulted from selecting the previous pt run rather than entering the current pt info. No add' info was provided to substantiate the customer's belief that the correct info was entered on the instrument and that the problem is that is was subsequently corrupted within the rapidcomm system. MFR has requested log files from customer to investigate further.